Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a portion of the pump touch screen was compromised. Reportedly, the display looked "darker than it should be." The customer's blood glucose was 200 mg/dl. Customer declined troubleshooting and confirmed that the pump would continue to be used for insulin therapy.